Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a power on reset (por) condition. Therapy had stopped due to the por. The patient reported they charged their implantable neurostimulator (ins) up and then they saw the por message on the recharger, shortly followed by an end of service (eos) message on the recharger. The patient reported she uses her ins for both peripheral and dorsal column use and wondered if this could impact ins longevity. It was reviewed that it was unlikely to implant longevity; however it may impact charging frequency. No further complications were anticipated. The indication for implant was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.